Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d4: model number: the specific cylinder is unknown as the serial number was not provided. It was reported that the lens was "odyssey toric". Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. It was reported that the lens was "odyssey toric". Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the procedure, the first lens exhibited multiple scratches on the mid optic and a small tear on the optic edge, necessitating its explantation. A backup lens was available, and its insertion went smoothly without any issues. The doctor mentioned the possibility that the injector might have caused the problem. The patient is scheduled for a second eye cataract surgery on (B)(6) 2025, and the doctor is planning to implant an odyssey toric lens drt225 +26.5 in that eye. No further information was provided.